Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge contained insulin. There was no reported adverse impact to customer's blood glucose level. Reportedly, the issue was resolved by loading a new cartridge.